Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers were not detected, and medications could not be accessed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2 was not detected on the bus. A field service engineer (fse) found rows a and b partially disconnected in drawer 2.2, reseated the row board cable, tested successfully in utility, the escort recovered and loaded medications. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.